Event description:
It was reported that during a da vinci s nissen fundoplication procedure, the shaft of the endowrist prograsp forceps instrument had shavings coming off however no pieces fell into patient. No additional info provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Results & conclusions - the instrument was returned and evaluated. Per the isi rep reported complaint, engineering confirmed that the distal end of main tube has a 2.5 inch long section with material removed on one side of the tube. The damaged area is parallel to tube axis and has a rough surface finish, however, the appearance of the damage indicates that it was most likely caused by a combination of instrument collisions and a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. Conclusions - the endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.